Manufacturer narrative:
Occupation: bsn, rn, ccrn, clinical nurse manager additional reporter: (B)(6) nursing director the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab), a fiber optic sensor failure alarm occurred. Troubleshooting was not successful. The customer was able to switch over to the inner lumen of the iab as an alternate pressure source. It was later reported that the patient passed.

Event description:
N/a.

Manufacturer narrative:
No UDI is provided as catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).